Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device recognized the attached adult electrodes as pediatric electrodes. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, defirillation cycle testing and environmental chamber testing without duplicating the report. The device was able to identify the returned electrode pads as adult onestep CPR pads. The device was able to shock on all energy levels with no discrepancies. The analog board was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigation. No trend is associated with reports of this type.